Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. This occurred three days post implant. Technical services discussed some options. The shock occurred with the sensing vector set to the alternate vector. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.